Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization form the insulin pump. The customer stated that she did not get a full bolus due to the motor error and no delivery causing her to go into diabetic ketoacidosis. The customer stated that there was a 911 call for her high blood glucose readings. The customer was advised the alarm and possible causes. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion set. The customer was advised to monitor the pump and call back if the issue persists.